Manufacturer narrative:
(B)(4); boston scientific technical services (ts) reviewed the device memory logfile and confirmed the error code was caused by greater than 255 resettable errors; indicating the device resets frequently or critical memory elements corrupted repeatedly. Engineering noted this may also be caused by a single event upset (seu). Engineering also explained the device will beep 16 times at 1 second intervals every 9 hours. A da error was also confirmed. The firmware log file was overwritten with beeping events and the date of the occurrence of the errors are unknown. The most recent logfile has a time period of (B)(6)2017. The firmware log file shows two capacitor charges of 1350 volts at 8 seconds search. These charges occurred on (B)(6) 2017. Engineering concluded that based on this data review, charge times appear consistent and in range. There is only four months of data available. Times for error codes have been overwritten and not available. Ts recommends re-interrogating and repeating analysis to ensure error codes have been cleared. The field representative noted the patient is non-compliant, but will contact the clinic and let them know they should schedule the patient for another interrogation. Ts discussed therapy is available; however, due to the nature of the error codes (either single bit flip or multiple errors) are looking to ensure everything else is normal. No additional errors were observed in the last four months.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error code. Boston scientific technical services (ts) was contacted to troubleshoot and recommended engineering analysis. The device remains in service.

Manufacturer narrative:
(B)(4); a follow-up interrogation was performed. Engineering reviewed interrogation results and noted that since the wb error and device reset, the device is functioning properly. There were no new errors and the lead impedance and battery measurements looked normal.